Manufacturer narrative:
Please note, the date of the initial emdr should have been reported as (B)(6) 2018. A getinge fse evaluated the iabp unit and replaced the scroll compressor and temperature to address the reported failure. The fse completed the pm service. The iabp unit passed all functional and safety tests to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that a compressor output test failure occurred on the cardiosave intra-aortic balloon pump (iabp). This event occurred during a preventative maintenance (pm) performed by a getinge field service engineer (fse). There was no patient involvement; thus, no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that a compressor output test failure occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstance this occurred or whether there was patient involvement. However, no adverse event was reported.

Manufacturer narrative:
The initial reporter named is a getinge employee whose contact info is: email address (B)(4); which differs from that of the event site.

Event description:
It was reported that a compressor output test failure occurred on the cardiosave intra-aortic balloon pump (iabp). This event occurred during a preventative maintenance (pm) performed by a getinge field service engineer (fse). There was no patient involvement; thus, no adverse event was reported.